Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 10.2mmol/l. None of the buttons are responding. The battery on the device was changed and anomaly persisted. The buttons were not pressed for longer than three minutes. The device was not dropped or bumped. No further information reported.